Event description:
A report was received that the patient's leads had migrated on top of the ipg which caused difficulty charging. The patient underwent a revision and is reportedly doing well.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device remains in the patient. This is a final report.